Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed during service evaluation. The assignable cause was identified as a broken blue slide clamp in the channel. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with "clamp does not function." According to the facility, this event occurred upon power-up in the emergency room. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.